Event description:
It was reported that the ilet user experienced a blood glucose of 55 mg/dl after announcing a usual size meal but eating a lighter-than-usual breakfast. The user called before lunch to ask about announcing the meal and troubleshooting guidance was provided to first treat the low with fast-acting carbohydrates and wait to return to range before eating and announcing. The event was associated with an improper or incorrect procedure related to the user interface. Symptoms included hypoglycemia. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.